Manufacturer narrative:
Cmp-(B)(4). Concomitant products: explor 10x24 mm implant head catalog # 11-210041, lot number # 776810. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034 - 2017 - 04362 / 0001825034 - 2017 - 04378).

Event description:
It was reported that the patient underwent a radial head elbow arthroplasty revision approximately ten (10) months post-operatively due to disassociation of the stem and radial head, secondary to mobilization of the screw. Attempts to obtain additional information are in progress, however further information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.